Event description:
Emergency room visit hr 130s. Dizzy and short of breath, near syncope while driving my children made it to fire station. Heart rate 130s treated with fluids. Another time while working in the emergency room (ER) as an rn. Sudden onset of shortness of breath to the point of checking into the ER with heart palpitations and extremity tingling. Oxygen administered with ativan. All labs near massive brain fog, massive fatigue, involuntary head muscle twitching, estrogen spots around eyes, stabby headaches, restless arms and legs, difficulty swallowing, heart palps, chest pains, short of breath, blurry vision, gi issues, rash, itchy, dizzy, loss hearing, joint bone pain, constant stuffy nose, visible shaky hands, chest breathing, off balance, insomnia, mood swings, saggy facial skin, dark eye circles, tinnitus and breast pains. All over the past 2 years these have accumulated and got worse. Sientra is my set I've had for 5 years. I understand they're not affiliated in the recall. Mine are textured as well, but my main reason to report is there may be others out there having the same sickness. I feel awful. I feel like I'm 80. I'm (B)(6). And I've been feeling this for 2 years now. Hope that makes sense. FDA safety report ID# (B)(4).